Event description:
Customer called to report while they were cleaning the leadscrew a portion of the driver block fell off. Also stated a circular lockpin from the driver nut assy came off. Device was not dropped, bumped, or exposed to moisture.